Event description:
It was reported that the device locked up. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported lock up failure. Physio replaced the sys pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed sys pcb assembly at the failure analysis center and was unable to duplicate the reported failure.